Event description:
Patient's legal counsel reported patient underwent total elbow arthroplasty on (B)(6) 2012. Subsequently, patient's legal counsel alleges patient was revised on an unknown date due to infection. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." This report is number 1 of 2 mdrs filed for the same event (reference 0001825034-2012-02068/ 02069). Review of sterilization certification confirms device was sterilized in accordance with iso (B)(4).